Event description:
The customer reported, "the incorrect drr was displayed, printed, and used for comparison when determining pt/table alignment for treatment. This resulted in a shift of the iso center and subsequent misadministration of treatment to the pt. The table/pt shift was approx 3 cm left and 2 cm superior. One fraction out of 5 was misadministered."

Manufacturer narrative:
Actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.